Event description:
Pt was in the or in the lateral position with right side up for a thoracotomy. After surgery, the pt was returned to supine position and small blisters were noted on the left flank, left hip, and left upper outer leg. The left flank blisters were noted around ECG lead wires. The left hip blisters around an ECG pad, and nothing around the left upper outer leg.